Event description:
It was reported that 2 bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin experienced hemolysis after use. The following information was provided by the initial reporter: we have had about 600 tubes returned to the lab from our emergency department. They have stated that they are causing samples to hemolyse. We also had a complaint that the tubes were causing clotty samples but this was only on 2 samples.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples were evaluated for thrombin strength (titer), and no issues were observed relating to clotting. All samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin experienced hemolysis after use. The following information was provided by the initial reporter: we have had about 600 tubes returned to the lab from our emergency department. They have stated that they are causing samples to hemolyse. We also had a complaint that the tubes were causing clotty samples but this was only on 2 samples.